Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 502 mg/dl. Customer's blood glucose was 457 mg/dl at time of call. Customer had gone to the emergency room twice for high blood glucose. Customer was off the device for 2 minutes prior to the emergency room visit. Device passed the high pressure test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.